Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device was difficult to deflate. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event on cuff won¿t inflate was confirmed. A visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube. An inflation/deflation test was performed, air was applied to the cuff using a syringe, and it was observed inflation was difficult and deflation was hard. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.